Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 02/06/2020. An investigation was conducted on 03/18/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was obtained. No breaks were found on the device. Based on the returned condition of the device and the evaluation results, the reported failures of "poor quality image" and "break" were not confirmed. It is not possible to determine the root cause or even provide a probable cause since there were no non-conformities discovered for the reported device. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) has water inside and it has a broken seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n 868238 has water inside and it has a broken seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects..

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(4) has water inside and it has a broken seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects..